Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the pacemaker was returned one month later with a portion of this lead connected to the device header. No additional adverse patient effects were reported.

Manufacturer narrative:
The terminal segment of the lead was returned severed 5.5 centimeters (cm) from the terminal end. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Patient code 3191 used to capture the surgical intervention.

Event description:
It was reported that the pacemaker was returned one month later with a portion of this lead connected to the device header. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should pertinent additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead and pacemaker exhibited low out of range pacing impedance measurements less than 200 ohms and high threshold measurements one day post implant resulting in suspension of the ra automatic threshold test feature. It was noted that the patient was in an atrial arrhythmia at the time the threshold test was attempted. Programming options were discussed for optimization. This product remains implanted and in service. No adverse patient effects were reported.